Event description:
A review of service data detected a reportable event. Upon servicing battery charger sn (B)(4), the charger was resetting. The last pt to use this charger did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. Upon service investigation the battery board and q1, the current controller, were defective. This caused the battery charger to constantly reset. The root cause of the defective components could not be positively identified. No adverse event resulted from the defective components. The last pt to use this charger did not report any deficiencies.